Event description:
Same case as MFR's report #6000118-2005-00113. It was reported that during a coronary atherectomy treatment procedure, removal difficulties were encountered resulting in a vessel dissection requiring surgical intervention. The rotalink burr 1.25 mm was advanced through the proximal lad for intervention. Upon removal, the rotablator console stalled and the burr became lodged in the lesion. The dr had to pull the burr out and the lad dissected. The pt went to surgery for intervention.